Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was broken. A back up lens was used. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.